Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check on self test. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly or history anomaly noted. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 2 days. No a21 alarm, a17 alarm, reset alarm, device setting reset anomaly, charge or battery anomaly, unexpected low battery alarm, unexpected off no power alarm, rainbow display anomaly, missing segments or partial display or audio or vibrate anomaly or absence of alarm noted. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad dome switches or on the keypad traces. During visual inspection, the keypad connector on the lcd board was found locked properly device uploaded properly using care link. Device had cracked display window and cracked case at display window corner. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarms, beep twice and all buttons of the insulin pump were pressed harder to work. Customer¿s blood glucose level was unknown. Customer stated that act button pressed multiple times to work. Customer stated that screen had rainbow effect that got worse in daylight, hairline crack around screen and had to change batteries in less than 7 days. Customer also stated that insulin pump rejected new room temperature batteries, insulin pump was lost settings between battery changes and motor was louder. The insulin pump will not be returned for analysis.